Manufacturer narrative:
Device received with flashing medtronic logo, problem isolated to electronic board stack. Unable to perform displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and selftest due to flashing medtronic logo. Unable to verify missing segments or partial display due to flashing medtronic logo. Moisture damage on motor assembly and force sensor assembly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that display of insulin pump was flashing. The customer¿s blood glucose level was 213 mg/dl. The customer stated that there was no report of insulin pump screen flashing when screen was turned on after being in sleep mode. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.